Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 5.5cm aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.